Event description:
It was reported that this patient exhibited pain with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Therefore, the patient requested for the system to be explanted. No new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient exhibited pain with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Therefore, the patient requested for the system to be explanted. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.